Event description:
Boston scientific-target was notified that during the procedure there was perforation of the middle cerebral artery branch by the transend-10 guidewire. The physician was using a sentry balloon catheter in a remodeling of a wide neck aneurysm. The physician tracked the sentry balloon catheter over a transend-10 guidewire. When placing the balloon across the aneursym neck, the physician was not happy how the balloon/wire combination straightened out the artery. Tried repositioning the balloon and wire but the artery still straightened considerably. Decided to complete the procedure without the balloon and wire and was able to successfully complete the coiling of the aneurysm starting with gdc 10-2d 2-diameter synerg detection circuit and then finished packing with gdc 10-ultrasoft stretch resistant coils. The last coil in was a gdc 10-ultrasoft stretch resistant coil synerg detection circuit 2x2. This last coil in left a tail out of the aneurysm so the physician decided to keep the patient on heparin overnight. The patient hemorrhaged at approximately 8:00 p.m. That same evening, they took the patient to CT and found that had a perforated vessel (middle cerebral artery branch) they had not noticed this small extravasation during the procedure but went back to the angios and saw that they had probably perforated at the beginning. The patient had to be retreated for subarachnoid hemmorrhage.